Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report the one touch ping meter would not power on upon test strip insertion. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 9:00 am, the patient noted the reported meter would not power on; he was not able to obtain a blood glucose reading. The patient managed his diabetes with insulin pump therapy. Three hours afterwards, the patient experienced the symptoms of pallor, lightheadedness, inability to concentrate and difficulty walking. The school nurse tested the patient¿s blood glucose level to be 44 mg/dl using another manufacturer¿s meter. The patient was treated with food and/or a drink; he did not seek any emergency medical attention. Troubleshooting revealed the test strips were correct. The issue was not resolved. The meter was replaced. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after the meter power issue occurred, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.